Event description:
Approximately nine months and two weeks post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other. The batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the patient experienced power switching from one port of the controller to the other. There was no reported patient injury related to this event. The batteries were taken out of use and new batteries were issued to the patient. The batteries were returned to the manufacturer for evaluation.s. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received september 09, 2014). Batteries - (B)(4) - expery date: 03-31-2015. Device: battery issue. Method: actual device evaluated; visual inspection; power source testing; simulated use testing; analysis of data log(s). Result: no failure detected. Conclusion: no failure detected, device operated within specification; manufacturing deficiency.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.